Event description:
A few days after the implantation, capture and sensing loss were observed. During a re-intervention to reposition the lead, the helix was no longer retractable, using two different easy turn stylets. A new lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.